Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one month post deployment, patient underwent attempted filter retrieval procedure. The filter had markedly changed in appearance and location of some of the anchoring struts and also its position in the ivc from the time it was implanted. At an unknown date, the patient underwent second attempted removal of the filter but the cone could not be engaged over the apex of the filter. Multiple attempts were made to engage the apex of the filter with snare and was unsuccessful. Approximately two months post deployment, a CT indicated the ivc filter at approximately level of l2-l3 below the level of renal veins. One of the anchoring struts appears to exit the ivc and extend across the midline in the retroperitoneal space posterior to the abdominal aorta. Therefore, the investigation can be confirmed for perforation of the ivc, filter migration, filter tilt and retrieval difficulties. However, the investigation is inconclusive for limb detachment. Per the medical records, multiple attempts were made to engage the apex of the filter using cone and snare but was unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012). (Device code: 4001, 1395).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, the apex of the filter perforated the ivc, and a limb detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure; however, there were no reported attempts made to retrieve the detached limb. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one month post deployment, patient underwent attempted filter retrieval procedure. The filter had markedly changed in appearance and location of some of the anchoring struts and also its position in the ivc from the time it was implanted. A scout image of abdomen showed the apex of the filter in the lower third of the l2 vertebral body with the distal hooks at the base of the l3 vertebral body with a hook extending across the abdominal midline. At an unknown date, the patient underwent second attempted removal of the filter but the cone could not be engaged over the apex of the filter. Multiple attempts were made to engage the apex of the filter with snare and was unsuccessful. Approximately two months post deployment, a CT indicated the ivc filter at approximately level of l2-l3 below the level of renal veins. One of the anchoring struts appears to exit the ivc and extend across the midline in the retroperitoneal space posterior to the abdominal aorta. Therefore, the investigation can be confirmed for perforation of the ivc, filter migration, limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Per the medical records, multiple attempts were made to engage the apex of the filter using cone and snare but was unsuccessful . This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, the apex of the filter perforated the ivc, and a limb detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure; however, there were no reported attempts made to retrieve the detached limb. The current status of the patient is unknown.